Event description:
The MFR received info alleging a ventilator was alarming and constantly resetting itself. The device would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a loose wire was found to have caused the alleged conditions. The device's wire connector was reattached to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).